Manufacturer narrative:
Physio control field service representative evaluated the customer's device and verified the reported issue. Physio-control contacted the customer to request additional information on the patient, however, no response was received. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device would not power on. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control determined that the power supply pcb assembly needs to be replaced, however due to a part obsolescence, the device can no longer be repaired. The customer will be provided with a replacement device. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio control to report that their device would not power on. There were no reports of adverse effects to the patient as a result of the reported issue.